Manufacturer narrative:
(B)(4). Medical product: articular surface fixed bearing cps left 10mm height: catalog#42512600510, lot#62916394; femur cemented ps standard left size 9: catalog#42500606601, lot#63437914; tibia cemented 5 degree stemmed left size d: catalog#42532006701, lot#63968974. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02844, 3007963827-2021-00226.

Event description:
It was reported the patient underwent an initial left knee arthroplasty. Subsequently, patient felt a pop in the knee three weeks before the revision surgery. Patient was then revised 2 years and 9 months post implantation due to pain. Pre-revision images showed that the femur and tibia components were in contact with each other and the articular surface could not be seen. During the revision surgery, the articular surface was found to be broken into two pieces and no longer hinged onto the tibia locking mechanism. Patient¿s knee was also seen to have metallosis in the joint, and the femur and tibia implants both have visible wears. Patient was revised to a rotating hinge knee. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, this device was determined to be not reportable. The pain experienced by the patient can be attributed to the wear and fracture of the other three components. The initial report should be voided.

Event description:
No further event information available at time of this report.